Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing the events of ¿2 random swollen lymph nodes¿, "fluid on top of the right breast,¿ pain, swelling, and ¿concerned about the media reports regarding textured breast implants." The device remains implanted.